Manufacturer narrative:
Initial reporter address: 1075 w park one drive, suite 100. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 150 ml capacity leaked. The location of the leak was unknown, however, when pressure was applied and the bag was moved in forward motion, small droplets did appear on test surface. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.